Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause could not be determined. No further information expected. Surgeon requested to not be contacted. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the posterior capsular bag was punctured as the lens was inserted into the bag. Another lens was implanted into the sulcus. The surgeon requested to not be contacted.